Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving two separate products; associated MDR numbers 1225714-2013-03088 and 1225714-2013-03089.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2010, after the use of the product.